Event description:
A patient¿s vns was reported to have been replaced prophylactically. The device was received by the manufacturer and analysis of the device was competed. Diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications. The battery measured 2.943 volts. The downloaded data revealed that 29.903% of the battery had been consumed. The reported low battery status was confirmed from the downloaded data battery voltage on (B)(6) 2018. A battery life calculation resulted in 3.6 years remaining before the near-end-of-service flag would be set. An incomplete programming/diagnostic history indicates the estimation does not use all the data required to make an accurate estimation. The disparity in battery voltage and percentage of battery consumed is consistent with premature battery depletion. Review of the manufacturing records for the generator confirmed the device was laser routed, and met specifications prior to distribution. Additional relevant information has not been received to-date.